Event description:
During analysis of the returned device, it was noted that the main coil was broken. There was no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic analysis of the returned device found that the main coil had broken from the delivery wire at the main junction. The delivery wire and proximal contact were also noted to be kinked. Functional analysis was unable to be performed. Information available indicated that no anomalies were identified on the device prior to use and that the physician retracted and re-inserted the coil several times during procedure. Based on the information available and the product analysis the root cause was determined to be related to handling of the device during use.

Event description:
During analysis of the returned device, it was noted that the main coil was broken. There was no clinical consequences reported to the patient.